Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported the non- osseointegration of two dental implants installed in intraoral regions #24 and #23, which was 2 monts after the installation surgery. No further information was provided.